Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
2107-2200 the flexible part of the flexible drill shaft was damaged during use. Some may have remained in the patient. Please report how many similar cases occur each year.